Event description:
It was reported following an implant procedure the patient experienced numbness after implant that did not resolve. In turn, surgical intervention was undertaken wherein the system was explanted to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3189, UDI: (B)(4), serial: (B)(6), batch: t00005966 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.